Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator bin 1.3 did not lock and caused the entire pyxis refrigerator to become inaccessible. A field service engineer (fse) identified that row 1 bin 3 was not passing in the hardware test application and, due to lack of parts, disconnected the infrared access controller to allow temporary use of the remaining refrigerator sections while internal bins remained unavailable. The fse later returned, removed all items to access the drawer, replaced the infrared access controller due to bin 3 not sensing open, and performed testing in the hardware test application to confirm proper functionality. The fse then reloaded all items and verified that the customer was able to successfully access the bin. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator bin 1.3 did not lock and caused the entire pyxis hmbonc2 to be inaccessible. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.